Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. D4: batch # u5f85k. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the ecr60d reload was received for analysis with no apparent damaged. The reload was received partially fired 1/4. The reload was resetting and tested for functionality with a test device, reloading it into the device. The reload achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the reload. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during thoracoscopic segmental surgery, when severing lung tissue , after fired, noted some staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.